Event description:
Customer reports one incident of a blood leak on use #1 during pt treatment. Noted by a blood leak alarm and confirmed with hemastix. Treatment continued with a new dialyzer and new bloodlines without incident estimated blood loss 300 cc's. No pt injury or medical intervention reported.